Event description:
The customer contacted beckman coulter (bec) to report that the coulter lh 780 hematology analyzer leaked clear-yellowish color diluent onto the counter. The volume of the leak was about 1ml. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protection equipment (ppe), including a laboratory coat, eyeglasses and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed diluent leaking from tubing through pinch valve (vl46a). The fse replaced the tubing that fixed the leak. Unrelated to the leak, the ls (light scattered) offset reading was 1.41 vdc (voltage direct current). As a preventative measure, the fse replaced the flow cell and scatter mask (light sensor) that works with the flow and enables the reading of cells as they pass thru the flow cell. The ls offset reading range is 0.7-1.5 vdc, and any reading of 1.41 vdc (which is high) indicates that the flow cell and the scatter mask (light sensor) needs to be replaced. Failure mode was related to diluent leaking from tubing through vl46a. (B)(4).